Event description:
It was reported that the bd pyxis¿ anesthesia station es biometric identifier failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there was no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn 15055501 was performed from the date of manufacture, 25-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the device biometric identifier login failed. A field service engineer (fse) applied lumidign bio-ID patch, replaced battery and applied latest firmware to resolve the issue. The system functioned as intended after field service engineer repaired the device.